Manufacturer narrative:
Tandem's t:slim user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was 75 mg/dl. Reportedly, the customer attempted to load a previously used cartridge onto the pump. Multiple attempts were made to follow up; however, the customer did not respond.